Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient fell forward several weeks prior and currently was having severe pain. The patient also indicated the stimulation was intermittent. The patient was not being able to adjust stimulation and the display showed "call your doctor" icon. Enter code: 006. The patient replaced the battery in the programmer and the error code no long appeared. Additional information has been requested, a follow-up report wil be submitted if additional info becomes available.